Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys total psa immunoassay result for one patient sample from a cobas 6000 e 601 module. The initial result was 23.9 ng/ml and the repeat results were 0.5 ng/ml and 0.5 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 291528. The expiration date was provided as "(B)(6) 2019". The customer tested quality controls and the result were acceptable. Therefore, a general product problem was excluded. The investigation was unable to find a definitive root cause.